Event description:
The customer reported that during use of this 5.0mm threvo-ft suture anchor in a quadriceps tendon reinsertion procedure on (B)(6) 2013; the distal tip of the inserter/driver broke and remained inside the back of the anchor. As reported, while the surgeon was inserting/screwing the threvo anchor in place, as he progressed with the insertion, he felt that the driver shaft was getting weaker and weaker, and finally broke leaving the anchor approximately 2mm away from being fully inserted. The surgeon opted to leave the anchor and the tip of the inserter in place, and proceeded to insert another 5.0mm threvo anchor without incident. The procedure was successfully completed with no patient injury reported, and only 2 minutes delay.

Manufacturer narrative:
The threvo-ft inserter/driver was received with the tip twisted off just below the etch line. Visual inspection of the broken shaft found the area of breakage is jagged (twisted) like in appearance. The material hardness was measured and found to be within manufacture specifications. Further analysis by the quality engineer found the breakage was most likely related to axial force being applied during insertion and seating of the anchor. This device was manufactured on 08/20/2012 in a lot of (B)(4) units. There have been no other complaints for the item and lot number combination. A review of the device history records showed there were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported breakage. Additionally, a 2-year review of complaint data showed this is the only report of inserter/driver breakage for this device. The safety risk for this failure mode was found to be acceptable per risk management procedure. Usage of this device is very technique dependent and thus preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of "tip breakage" and injury to the patient, the product's instructions for use (IFU) provides the following cautions: - avoid lateral loading while inserting the suture anchor. Maintain proper alignment during insertion of the suture anchor, and disengagement of the driver. - ensure the suture anchor is properly seated on the driver tip prior to and during implantation. - ensure the free ends of the suture securely fit into the suture retaining mechanism on the driver handle.